Manufacturer narrative:
(B)(4). No code is available that describes the device issue accurately.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the dexcom device kept initiating a warm up session upon booting the mobile application. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.